Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed an impedance measurement decrease of greater than 500 ohms. This appeared a one time incident that occurred approximately seven months ago. An internal technical service consultant was contacted regarding this information. Non-sustained ventricular tachycardia events were stored in the arrythmia logbook. No noise was observed. Ts thought the impedance measurement may have been due to a change in the patient condition or medication and recommended further lead integrity verification during a future visit. It was thought this lead and associated device were functioning appropriately at this time. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead and device remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.